Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At 2:00pm the g6 mobile app displayed 249 mg/dl so the patient self-administered 4-5 units of insulin based upon the cgm value. Some time later he lost consciousness. His son found him and called emergency medical services (ems). Paramedics arrived and gave him an unspecified oral glucose solution to drink. The bg finger stick value was not provided. After treatment his bg level increased. He did not go to the hospital and was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.